Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 257mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The customer had recently changed their infusion set cannula length in an attempt to prevent occlusion alarms from occurring. The customer performed a complete supply change to address the occlusion alarm.